Event description:
Event description boston scientific received information that this transvenous lead exhibited high atrial thresholds. In addition, this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. There was no allegation against the device.